Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). Concomitant medical products: carto 3 system 14216, stockert st-1116, coolflow pump 04721. (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. Manufacturer's ref. No:pi1-y1hzmg the device was not returned to bwi.

Event description:
It was reported that one patient suffered a cardiac tamponade during an right ventricular outflow tract (rvot) ablation using ez steer catheter and smarttouch thermocool catheter. The procedure was aborted and a pericardiocentesis was performed to withdraw 600 cc of fluid. The patient was required extended hospitalization and in stable condition. The physician commented that smarttouch thermocool catheter may cause this event and patient's anatomy might have contributed to the event. No bwi device malfunctions were reported. Bwi takes conservative approach to report under both ez steer catheter and smarttouch thermocool catheter separately.

Manufacturer narrative:
The device history record (DHR) for the lot number 17188935m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 01/14/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
(B)(4). New information: while ablating with the 4mm catheter, the physician was only able to achieve temperatures of 5-10 degrees celsius so he switched to a thermocool sf catheter to continue. After approximately 3 ablations at 20 watts, the crna noticed that the patient had no pulse oximetry reading. The patient's blood pressure and pulse were within normal limits. Pericardial effusion was confirmed via transthoracic echocardiogram. No trans-septal puncture was performed. Sheath used was a daig sro 8f. Generator settings: power control mode at 25 watts. Irrigated flow was set to 8 cc/min. (B)(4). It was reported that the patient suffered a pericardial effusion during an rvot ablation. While ablating with a 4mm catheter they were only able to achieve a temperature of 5-10 degrees celsius so the physician switched to a thermocool sf catheter to continue. After about 3 ablations at 20 watts the crna noticed the patient had no pulse oximetry reading. The patient's blood pressure and pulse were normal. Transthoracic echo revealed the effusion. They aborted the ablation and performed a pericardiocentesis, withdrawing 600 cc of fluid. The patient was stable and sent to the ccu for observation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was tested for eeprom and the magnetic sensor functionality test and carto. The catheter failed during sensor functionality test. Further examination showed that the sensor was within specifications. According to the calibration results and the sensor readings, the improper condition was attributed to a potential pc board failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed during the magnetic sensor functionality test. However the root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. A corrective action was created to address a potential pcb issues/intermittency.